Event description:
It was reported that a user of the ilet insulin pump experienced persistent fatigue, shortness of breath with minimal exertion, and weight gain after transitioning from multiple daily injections with u-500 insulin to pump therapy using fiasp, with blood glucose improving from persistent hyperglycemia to in-range values. The highest reported blood glucose was approximately 300 mg/dl, for which subcutaneous insulin by pen was administered. Symptoms included tiredness, dyspnea, and weight gain. Outcomes included the need for additional education and follow-up with healthcare providers. Investigation included internal complaint review and assignment for additional training. Investigation of this case revealed that the cause of the reported symptoms and prior hyperglycemia was unclear. It was concluded that no device malfunction was identified and that further clinical evaluation by the patient¿s providers would be necessary to determine etiology. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.